Event description:
It was reported that the impedance on the atrial lead increased which triggered a lead warning. Troubleshooting revealed high impedance in unipolar mode, and an electrogram revealed noise. Adjustment to the device programming and settings were made along with continued patient monitoring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a5dr01 ipg implanted: (B)(6) 2012. (B)(4).